Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organic prolapse on (B)(6) 2004 and a mesh and mentor ob tape was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent resection of deep fascial graft with rebearing of the area without any problems on (B)(6) 2005 by dr. (B)(6), m.d due to partial erosion of graft at the (B)(6). It was reported that the patient underwent revision of graft on (B)(6) 2005 by dr. (B)(6), m.d due to erosion of vaginal graft.

Event description:
It was reported that the patient underwent resection of deep fascial graft with rebearing of the area without any problems on (B)(6) 2005 by dr. (B)(6), m.d due to partial erosion of graft at the (B)(6). It was reported that the patient underwent revision of graft on (B)(6) 2005 by dr. (B)(6), m.d due to erosion of vaginal graft.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, and frequency. It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) due to mesh erosion. (B)(4).